Event description:
It was reported that the port was successfully placed in 2006 with the insertion site being more medial than lateral. The clinician reported that the catheter could not be aspirated after several chemotherapy sessions. A venogram was performed and revealed a leak approx 7 cm from the port body. The port was removed and replaced with a new one. No pt-related complications were reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.